Event description:
It was reported by the physician that the procedure was being performed on a female patient with right internal jugular placement. The physician proceeded to use the edge catheter and upon flushing the device, the technician noticed that there was a slight hair line crack on the sleeve of the tunneler. The physician tried to use the device anyway but once they attached the catheter to the tunneler and began to tunnel, the sleeve cracked and remained indwelled inside the patient. The physician had to use forceps to "dig" the sleeve of the tunneler from under the patient.

Manufacturer narrative:
Sample will not be returned for evaluation.